Event description:
It was reported that the patient's device was interrogated, but would not perform system diagnostics. The generator was at ifi - yes. No additional relevant information has been received to date.

Event description:
The patient's device was able to be interrogated at a follow-up visit.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the generator confirmed all quality tests were passed prior to distribution.

Event description:
Information was received indicating that device diagnostics were able to be performed on the date in question.

Manufacturer narrative:
It was inadvertently reported that the patient's device was able to be interrogated at the same visit as the initial report; however, this was in error. The patient's device was able to be interrogated the following month showing no device failure.